Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have occurred due to the following: a) physical stress from outside the scope. B) chemical stress due to sterilization using chemical solutions or the sterrad system. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the following items of the IFU. Operation manual: 3.3 inspection of the endoscope: inspection of the endoscope prevention measures are described in the following sections of the IFU. Operation manual: important information ¿ please read before use: dangers, warnings, and cautions reprocessing manual: 3.1 compatibility summary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the master plug unit, the video connector case unit and the light guide connector cover unit were cracked; the venting connector was misaligned and the bending section cover was pierced and leaky. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited the objective lens gluing of the insertion part was missing. There were no reports of patient involvement.